Event description:
It was reported that the patient presented to the emergency room for n unrelated condition. An interrogation of the device revealed normal battery depletion. The patient was scheduled for replacement and fluoroscopy was performed. Fluoroscopy revealed externalized conductors of the right ventricular lead. The lead was capped and replaced during the procedure on (B)(6) 2024. The patient was stable.